Manufacturer narrative:
Updated fields - b4, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field - g4 (510k). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse noted that there was a slight leak at the interface of the safety disk. The fse tightened the screws between the safety disk and the condenser and applied silicone grease on the interface.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an inspection the cs100 intra-aortic balloon pump (iabp) equipment alarm loop was leaking and there was no patient involvement reported.